Manufacturer narrative:
(B)(4). Study source: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) study. On (B)(6) 2017 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, the patient experienced mucus production and was treated with acc 200mg. The mucus production was reported to be resolving. On (B)(6) 2017 the patient experience 'degrade pulmonary function' and was treated with medication or regimen was adjusted, although the exact medication was not reported (no systemic corticosteroid was administered). Reportedly, the patient 'became o2' and stayed longer at the hospital. On (B)(6) 2017 the 'degrade pulmonary function' resolved and the patient was discharged from the hospital. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values visit date (B)(6) 2017. Pre-bronchodilator fev1: 2.51; fev1 % predicted: 100 fvc: 2.93; fvc % predicted: 99.30. Post-bronchodilator fev1: 2.52.; fev1 % predicted: 100.10 fvc: 2.97; fvc % predicted: 100.40.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, the patient experienced mucus production and was treated with acc 200mg. The mucus production was reported to be resolving. On (B)(6) 2017 the patient experience 'degrade pulmonary function' and was treated with medication or regimen was adjusted, although the exact medication was not reported (no systemic corticosteroid was administered). Reportedly, the patient 'became o2' and stayed longer at the hospital. On (B)(6) 2017 the 'degrade pulmonary function' resolved and the patient was discharged from the hospital. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: visit date (B)(6) 2017. Pre-bronchodilator: fev1: 2.51; fev1 % predicted: 100; fvc: 2.93; fvc % predicted: 99.30. Post-bronchodilator: fev1: 2.52; fev1 % predicted: 100.10; fvc: 2.97; fvc % predicted: 100.40. Additional information received on 18may2017. The adverse event name was changed from 'degrade pulmonary function' to 'respiratory distress'. The patient was treated with prednisolone, acc6, spiriva, tiotropiumbromid and symbiocort.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, the patient experienced mucus production and was treated with acc 200 mg. The mucus production was reported to be resolving. On (B)(6) 2017 the patient experience 'degrade pulmonary function' and was treated with medication or regimen was adjusted, although the exact medication was not reported (no systemic corticosteroid was administered). Reportedly, the patient 'became o2' and stayed longer at the hospital. On (B)(6) 2017 the 'degrade pulmonary function' resolved and the patient was discharged from the hospital. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: visit date (B)(6) 2017: pre-bronchodilator: fev1: 2.51, fev1 % predicted: 100, fvc: 2.93, fvc % predicted: 99.30. Post-bronchodilator: fev1: 2.52, fev1 % predicted: 100.10, fvc: 2.97, fvc % predicted: 100.40. Additional information received on 18may2017: the adverse event name was changed from 'degrade pulmonary function' to 'respiratory distress'. The patient was treated with prednisolone, acc6, spiriva, tiotropiumbromid and symbiocort. Additional information received on 12jun2017: the patient was hospitalized from (B)(6) 2017 for inpatient treatment. The patient was admitted for the second cycle of the bt procedure. Compared to previous exams ,the laboratory tests showed no infection. Bt procedure 1 was carried out with no complications. The patient was discharged following lung function testing with complete recovery.